Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, by an infectious disease physician, that a patient had undergone a shoulder procedure (B)(6) 2019. Patient began having issues within a few weeks post shoulder surgery and has been diagnosed with early onset recurring shoulder infection. Cultures confirmed t-acnes and patient has been treated during last year with ongoing suppressive antibiotics. No decision has been made at this time to explant the devices. The following are the patient's implants: ar-1927bft, bio-corkscrew ft, lot 10218944 (qty 1) and lot 10302639 (qty 1), ar-1926b. Bio-pushlock, lot 10298187 (qty 2).